Manufacturer narrative:
This product is expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead impedance increased over the last month and a half. It increased from 600 to 1500 ohms. Capture thresholds also increased. Technical services stated that the issue was likely conductor or patient related, not spring contact. Ts recommended further evaluation. No patient symptoms noted. Additional information was received confirming this rv lead was explanted and replaced due to the mentioned impedance issue. The lead broke during the procedure, the tip and some free conductors were unable to be explanted and remain in the patient. This lead is expected to be returned and no additional adverse patient effects were reported.

Manufacturer narrative:
This product is expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time. This implantable lead has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation has determined that this lead's separation during removal results from a mixture of lead handling, patient anatomy, and lead design.

Event description:
It was reported that this right ventricular (rv) lead impedance increased over the last month and a half. It increased from 600 to 1500 ohms. Capture thresholds also increased. Technical services stated that the issue was likely conductor or patient related, not spring contact. Ts recommended further evaluation. No patient symptoms noted. Additional information was received confirming this rv lead was explanted and replaced due to the mentioned impedance issue. The lead broke during the procedure, the tip and some free conductors were unable to be explanted and remain in the patient. This lead is expected to be returned and no additional adverse patient effects were reported.